Event description:
Pt was admitted for revision of left total knee secondary to pain & instability, secondary to loose femoral component. Sending all documentation available on components. In accordance with hosp policy, the components removed are not available for release.